Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator monitor indicating that, when the defibrillator was being used with the paddles connected to the patient, a fireball started. Emergency treatment was being performed on an elderly patient with arrhythmia using manual defibrillation. The doctor needed to use another device. The patient was successfully defibrillated. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. A philips field service engineer evaluated the device. Paddle sparking was caused by poor contact. No parts were replaced. Additional details have been requested. A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is based on information provided a philips field service engineer (fse) and has been investigated by the philips complaint handling team. A philips field service engineer evaluated the device. Paddle sparking was caused by poor contact. No parts were replaced. A philips senior medical safety and medical affairs manager reviewed the patient event file and found poor contact throughout the case between both the ECG leads and the external paddles and the patient¿s skin. The philips application note for arrhythmia monitoring algorithm (table 1: noisy ECG problem solving on page 4) provides additional information. In preparing to shock the patient with external paddles, several steps are required to ensure that the most effective shock is delivered to the patient, and no safety issues (such as the arcing described) may occur when delivering the shock. Per the heartstart xl+ instructions for use: 1) paddles must be clean and free of debris. Page 76 states: "verify there is no debris or residue (including dried electrode gel) on the surface of the paddles. Clean if necessary.¿ in reviewing the photos provided of the paddle surfaces, it appears that residue was present on the paddles, which could explain the arcing described by the customer. 2) optimal contact with the patient. A) page 11 states: "the sternum paddle contains a patient contact indicator (pci) with pci icons. Orange or red lights on the pci indicate poor patient contact. Adjust paddle pressure and placement to optimize patient contact. Green lights on the pci indicate good contact is established". B) movement of the paddles during placement on the patient for monitoring or shock delivery may create artifact in the ECG signal or possible arcing. C) do not allow the external paddles to touch each other or to touch other ECG monitoring electrodes, lead wires, dressings, etc. Contact with metal objects may cause electrical arcing and patient skin burns during defibrillation and may divert current away from the heart. Based on the information available and the testing conducted, the reported problem was confirmed. The cause of the reported problem was use error. It has been concluded that no further action is required at this time.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator monitor indicating that, when the defibrillator was being used with the paddles connected to the patient, a fireball started. Emergency treatment was being performed on an elderly patient with arrhythmia using manual defibrillation. The doctor needed to use another device. The patient was successfully defibrillated. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.